Manufacturer narrative:
B3. Date of event is unknown. Therefore, this field was populated with (B)(6) 2022, which is the manufacture date of the device, as the event would have occurred after the manufacture date. E 1. Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device on 26-sep-2022. The device evaluation was completed on 22-may-2023. A visual inspection and magnetic sensor functionality test were performed following bwi procedures. Visual analysis revealed damage on the distal tip leaving the metal braid exposed on the puller wire section. This could be related to the handling or excessive force during the procedure; however, it cannot be conclusively determined. A magnetic sensor functionality test was performed, and no current issues were found. The device was sent to the freudenberg complaints lab to analyze more detail and the conclusion was that this complaint could not be found to be manufacturing-attributable or related to the manufacturing process of the device. The current issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: the current leakage disconnects the body surface ECG cable and all catheter extension cables from the piu. If the problem persists, replace the catheter cable or the catheter. A device history record review was performed for the finished device 00002007 number, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the broken tip issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported current leakage issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster inc, (bwi) product analysis lab observed damage on the distal tip leaving the metal braid exposed on the puller wire section. Initially, it was reported that a new vizigo¿ ¿ cable was plugged into a vizigo¿ for use during a case. As soon as this was connected, there was a current leak within the system. All the cables were pulled out of the system and re-plugged in one by one. As soon as the vizigo¿ tail was plugged in, this started a current leak on the system. ¿new tail grabbed and used with the vizigo¿¿. When a new tail was plugged into the vizigo¿ , the current leak returned. The doctor did not want to replace the vizigo¿ and continued the case without visualization of the catheter. No adverse patient consequences were reported. The current leakage-device disruption issue was assessed as not MDR reportable. This issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety is unaffected by this issue. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 22-may-2023 that there was damage on the distal tip leaving the metal braid exposed on the puller wire section.this finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 22-may-2023.